Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the cable which connects the a13 transfer relay to the therapy pcb assembly at pcb-mounted jack connector, designator j22, was loose. Physio-control then reseated the connection which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had repeatedly failed the user test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device had multiple event codes logged in its memory and that it gave an abnormal energy delivery message when attempting to shock. An abnormal energy delivery message may indicate that the device is not delivering an adequate shock.